Event description:
Sharp shooting pain throughout my body, like electricity running down my legs, feet and gut feels like sizzling, shock pain, fatigue so bad was hard to work- staying in bed all day with feeling of dread, unable to function daily activities. Brain fog, hands and feet go numb, pain and severe weakness in my arms, hard to raise arms to put on a shirt. Unable to perform wood working and use my tools. Muscle pain so bad like my muscles are squeezing my bones along with achiness. Ears ringing, dizziness, weird feeling of dying, nausea, night sweats, heart palpitations, yeast infections, difficulty swallowing, migraines, insomnia, hands and feet stay cold. Ibs, muscle twitching, sharp pains in breast, pain in my ribs back and under arms, felt pains in my kidney area-like achy, hard to take a deep breath, like have to make my self breath deep, hair loss, hair dry and brittle, cotton mouth, non allergic sinusitis, purple moon on nails, sharp pain in my heel. Diagnosis-over the last 9-10 years: fibromyalgia, tendinitis, neuropathy, urinary track infections, chronic yeast infections, ibs, dehydration, nodule on adrenal gland, hearing loss, chronic fatigue, depression. I have had yearly blood work- mris, CT scans, ultra sounds, xrays, only to be told I have inflammation in my body. FDA safety report ID# (B)(4).